Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was blockage inside the reservoir and infusion set. The customer stated that his blood sugar was rising. The customer changed the reservoir and infusion set. The insulin pump received an alarm. The customer stated that he tried third infusion set and reservoir. The customer reported that he had high blood glucose levels of 20 mmol/l. The customer treated himself with manual injections. The customer stated that he saw drops of insulin come out. The customer was advised that the issue was due to a reservoir. Product is not expected to return.